Event description:
It was reported that the patient fainted suddenly while dancing and was taken to the emergency room. The patient deceased while being treated. It was also noted that there were no pacing signals observed on the electrogram. At explant, the physician noted that the pulse generator/lead connection was normal. The family does not think, there was a problem with the device but they will not release it to st. Jude medical for analysis.

Manufacturer narrative:
No medwatch form was received.